Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between 7-apr-2020 and 2-dec-2020 was analyzed. The pacing impedance trend curve showed a stable pacing impedance around 500ohms with a sudden increase to greater than 3000 ohms at he end of november 2020. Furthermore the pacing threshold test showed no capture at 7.5v at 0.4ms as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported, that after approximately 158 months high pacing impedance (greater than 3000 ohm) and higher threshold (no capture at 7.5v at 0.4 ms) with possible lead fracture was detected. Lead was capped and a new lead was implanted.